Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer reported a sensor glucose reading of 40 mg/dl. The customer stated their blood glucose reading was 276 mg/dl. Customer stated they had treated their blood glucose with a chocolate bar. The customer was also advised to treat according to their blood glucose reading and not their sensor glucose reading. Customer was also advised of the proper techniques of sensor insertion to avoid inaccurate readings. The customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).